Event description:
The external pulse generator was returned with a label that read "defective do not use." Information also indicated that it was to be used as a trade-in device. The generator was returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: analysis confirmed the reported event; device failed incoming functional test due to intermittent operation of the device. Analysis also found the lower case was broken. (B)(4).